Event description:
Delivery catheter of the idev supera stent distal tip dislodged, with the final position in the proximal peroneal artery. The physician felt "that the marginal benefit of open retrieval surgically is relatively low given his present flow in the low extremity." The family (wife) and physician agreed that he would be treated conservatively at this point and monitor for wound healing.